Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements eventually going out of range, resulting in a lead safety switch (lss). Noise was observed which was oversensed resulting in pacing inhibition for greater than two seconds. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements eventually going out of range, resulting in a lead safety switch (lss). Noise was observed which was oversensed resulting in pacing inhibition for greater than two seconds. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.